Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with recorded episodes of high ventricular rate that was attributed to noise exhibited by the right ventricular lead. Programming interventions were made. The patient was is in stable condition.